Event description:
It was reported that the patient experienced shortness of breath (sob) due to frequent activity with atrial lead frequent oversensing/far field r-wave (ffrw). It was also reported that the atrial lead exhibited noise, with inappropriate tracking, mode switching, and undersensing with inappropriate atrial pacing. The atrial lead was deactivated, replaced and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6932-65 lead, implanted:(B)(6) 2000. (B)(4).